Event description:
A dual trigger rotary handpiece was sent for eval due to overheating. No further info was provided by the user facility.

Manufacturer narrative:
Device eval is in progress; add'l info will be submitted once the quality investigation is completed.